Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away on (B)(6) 2012. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012, and the patient's cause of death was unspecified congenital malformation, contributed to by hypertensive heart disease without (congestive) heart failure, contributed to by other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of possible sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
Additional information was received via cdc national death index where the patient¿s underlying cause of death was listed as ¿congenital malformation, unspecified¿ with record axis of ¿hypertensive heart disease without (congestive) heart failure,¿ and ¿other and unspecified convulsions.¿

Event description:
Further information was received that the patient's generator had been explanted and was to be returned. The explant was in the possession of the medical examiner which indicated it was likely explanted after the patient passed away. The generator and lead were returned to the manufacturer for analysis which also indicated the lead had been explanted after the death. Product analysis has not been completed to date on either the lead or generator. The medical examiner indicated the patient's cause of death was "intractable seizure disorder". No additional relevant information has been received.

Event description:
Product analysis was later completed on both the explanted lead and generator. The electrodes of the lead were not returned and could not be analyzed. The rest of the lead was returned in one piece connected to the generator. Prior to decontamination, a continuity check performed between the setscrew and the end of the lead portion attached to the pulse generator verified that proper contact between the setscrew and the lead pin was present. Setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. There were some wear-related markings and abrasions observed on the lead. Some of these abrasions allowed for fluid entry into the outer tubing. No discontinuities were identified within the returned lead portion. Other than the typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Analysis was also completed on the generator. Other than typical explant procedure related observations, no surface abnormalities were noted on this device. After the generator can was opened, a visual examination of the pcb performed at the pa test bench revealed no visual anomaly. As received, the generator could not communicate due to a depleted battery. Therefore, tests and data downloads from the generator could not be completed. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. No additional relevant information has been received to date.